Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, analysis testing, and defib cycling without duplicating the report. The device was recertified and returned to the customer. It was confirmed that the device is configured to auto analyze upon power up in the user configuration. Review of the device log showed no indication the device advised a shock during a clinical event. For semiautomatic operation, the operator's manual notes use of this device is intended for victims of cardiac arrest where there is apparent lack of circulation as indicated by unconsciousness, absence of breathing, and absence of pulse. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.